Event description:
It was reported that during a pulsed field ablation (pfa) procedure, an unknown error message occurred. The pfa catheter was replaced which resolved the issue. The handle of the sheath broke apart. The sheath was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 10fcc13 sheath with lot number 0012271091 was returned and analyzed. Visual inspection before functional testing and dissection was performed on the shaft and handle. There was no blood on the handle. Upon unpacking the biohazard bag, visual inspection also revealed, there was a big gap between handle shells and the handle shells were easily separated. Also, a kink was observed at the side port tube. In conclusion, the sheath failed the returned product inspection due to the open handle (gap between shells) and a kink observed on the side port tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.